Manufacturer narrative:
There was no lot number available; therefore, a review of the lot number could not be conducted. There were no samples returned for review; however, an image was provided. Based on the image provided, breakage is confirmed just below the inverted triangle of the extension set. The image does not provide a clear view of the breakage site to verify a straight or jagged edge. A straight edge would indicate the catheter might have been cut and a jagged edge would be indicative of tensile force being applied to the catheter. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned for evaluation, a follow-up report will be submitted.

Event description:
¿Bedside rn went to bedside @ 2200 to do hourly PICC line check. She has visualized the line previously at 2000 and 2100 and it was wnl. Ar 2200, she found the PICC line lying in the bed beside the baby. The line snapped at the side of the heart closest to the baby. The remaining portion of the line was still secured to the baby¿s arm by PICC dressing.¿per the photo-(B)(4):the injection cap was placed directly on the hub of piccno lot# provided.

Manufacturer narrative:
There was no lot number available; therefore, a review of the lot number could not be conducted. One sample was returned for evaluation. Breakage was observed just under the inverted triangle of the silicone extension set. The breakage was examined under magnification and it was noted the edges were slightly jagged which is indicative of a tensile force being applied to the catheter. Possible causes for the breakage at the inverted triangle of the extension set could be related to patient movement or securement issues.